Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on 05/11/2016. The complaint of (complaint) was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 05/11/2016. The complaint of error icon was confirmed. A root cause could not be determined.